Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that a female pt was in the op (operating room) while the catheter was being inserted under ultrasound control. The md punctured with the tuohy cannula. As the catheter was being inserted through the cannula and the tuohy cannula was being removed, the spiral of the stimucath got unraveled as it caught onto the cannula. The stimucath was removed and there was not another attempt because, the md decided to give endotracheal anesthesia instead. There was no report of pt death, injury or complications. The pt outcome is fine.